Manufacturer narrative:
Approximate age of device: unavailable at this time. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. A log file analysis performed on (B)(6) 2019 revealed a no external power alarm on the mobile power unit (mpu). Additional information was requested but has yet to be responded to.

Manufacturer narrative:
Serial number was not provided. Therefore, expiration date, manufacture date and age of device could not be determined. Manufacturer's investigation conclusion: no external power alarms were confirmed in the review of the submitted log file. No external power/low battery hazard alarms were captured in the log file on 23feb2019 while the system was powered by an mpu. The voltage levels indicated that power to the mpu was lost. The pump parameters were not affected during the incidents and the system was supported by the backup battery. The patient remains ongoing on vad support. No product available for investigation. The mpu serial number was not provided and a review of the device history records to see if the device was manufactured with the v-lock ac connector was not performed. The heartmate ii lvas IFU and the heartmate ii patient handbook describe all alarms (visual and audible), including no external power alarms, and what action should be performed when they do occur. The heartmate ii lvas IFU and the heartmate ii patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.